Event description:
Meter just stopped working. Tried to re-set, changed the battery, but the meter still would not function. She had stopped using for a couple of months due to it not functioning correctly. She went back to (B)(6) and they advised her to call the 800 number.